Manufacturer narrative:
(B)(4). Additional data/failure investigation. Customer indicated that upon initial attempt to login touchscreen was frozen with a message displayed regarding tutorial.

Event description:
User reports inability to login to the pyxis anesthesia system in an effort to access medications. No patient harm.